Event description:
It was reported that the small volume folfusor did not flow. This was identified after the device was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from december 22, 2014 to december 23, 2014. Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. Continuous flow was observed when the luer cap was removed. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.